Manufacturer narrative:
(B)(4). Batch # m9217t. The analysis results found that the er320 device was returned for analysis and upon inspect the jaws were found to be yielded and misaligned. In an attempt to replicate the reported incident the device was tested for functionality. During the analysis, the device was cycled and it fed and formed 15 scissored clips due to the misaligned condition of the jaws. In addition, the device locked out as intended. Possible causes for the condition found may be if the device is closed over an existing hard object or clip placing stress on the jaws causing them to distort or yield and not return to their original dimensions/position or excessive application of torque to the jaws when positioning the device on a vessel. It should be noted that as part of our quality process, each device is visually inspected and functionally tested during manufacturing to ensure the device meets the required specifications prior to shipment. The batch history record was reviewed and no defects, ncr¿s or protocols related to the complaint, were found during the manufacturing process.

Manufacturer narrative:
(B)(4). Date sent: 06/14/2016. Attempts have been made to retrieve the device. To date the device has not been returned. If the device or further details are received at a later date a supplemental medwatch will be sent. The lot history records were reviewed and the manufacturing criteria were met prior to the release of this lot. Additional information was requested and the following was obtained: what is meant by clips failed? Did the clips scissor (crossed) or was there another issue with the clips of the device? Clips fell off the vessel once applied. Some clips fell of the jaws as well. How was case completed? With a competitor¿s product.

Event description:
It was reported that during a cholecystectomy procedure, the clips failed and were crossed. It is unknown what was used to complete the procedure. There were no adverse consequences for the patient reported.